Event description:
Boston scientific crm received information that this dextrus right ventricular lead dislodged resulting in intermittent non-capture. The lead was successfully repositioned in a revision procedure. No adverse patient effects were reported. The implant date was not available.